Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The patient had undergone bilateral explantation as opposed to a unilateral procedure. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during analysis of the sample, an area of shell abrasion was identified in the anterior view. Within area of shell abrasion, a tear measuring approximately 2.0 cm was noted. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received the device for evaluation. The exact mentor gel device was not specified in the initial report; however, upon receipt of the physical device, this supplemental report contains an update device information. The device received was a 400cc mentor memorygel breast implant. The catalog number, lot number, brand name, expiration date, and manufacture date have been updated in this report within the designated fields. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, an additional supplemental report will be submitted. Concomitant products: 400cc mentor memorygel breast implant (catalog number 3504001bc, lot number 6475035). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left-sided capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant and experienced postoperative left-sided capsular contracture baker grade IV. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019. During the removal procedure, the surgeon discovered that the explanted left-sided device was ruptured. The left-sided implant was replaced by an allergan gel breast implant.